Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) on the right ventricular (rv) lead due to high out of range (oor) pacing impedances, measuring greater than 2000 ohms. After the lss, noise and oversensing were observed. The patient's rv lead is a non-boston scientific product. Isometrics were performed, and the noise was only reproduced in the unipolar configuration. Boston scientific technical services (ts) discussed it may be a spring contact connection issue and recommended reprogramming unipolar pacing and bipolar sensing. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.